Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. The event information was reviewed by an isi clinical development engineer (cde) and the following findings were obtained: it is unlikely that the harmonic ace curved shears instrument caused the charring at the port site. Port site burns can result from using instruments to energize other instruments. However, because the harmonic ace curved shears instrument uses ultrasonic energy to aid thermal dissection, rather than electrocautery like mono/bipolar instruments, it is not possible for the harmonic ace to energize another instrument. It is theoretically possible that a mono/bipolar instrument could energize the harmonic ace curved shears instrument. It is possible that the port site burns are not actually thermal injury, but rather pressure injuries resulting in necrotic tissue which can resemble a burn. This is often the result of port site incisions that are too small. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality this complaint is being reported due to the following conclusion: after a da vinci-assisted thyroidectomy procedure, small amounts of charred tissue marks were found on one of the port sites, which was excised. The cause of the post-procedure complication is unknown.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, a burn mark was found on an incision port site. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following information: the burn mark was observed around one of the port sites in which a harmonic ace curved shears instrument was inserted through. There is no allegation that the harmonic ace curved shears instrument or any da vinci instruments caused the burn mark. The burn was noticed at the end of surgery when the cannulas were removed. The burn mark appeared as small amounts of charred tissue, which was excised along with some debris removal. A bovie generator was used for the procedure and the settings used during the case were: 40 for monopolar and coagulation. The customer does not remember the other energy instruments used during the procedure. The other 3rd party accessory used during the procedure was a wound protector, which was inserted at the same incision site as the burnt tissue and there were no defects seen. The grounding pad was placed at the right calf and there were no defects seen as well. Double cannulation technique was not used. The energy instruments were not activated close to the cannula openings. There was no arcing seen. Additionally, the port site incision was not too small for the cannulas and there was no difficulty in inserting trocars/cannulas. The surgeon does not know what caused the burn mark. Images of the burn are not available to isi for review. Demographic patient information was asked but not provided by the customer. The harmonic ace curved shears instrument was discarded by the customer.